Event description:
During a follow-up, loss of capture due to fusion pacing was observed on the device. Additionally, an episode of non-sustained ventricular tachycardia was observed following back up pacing that was delivered as a result of the loss of capture. At a later date, it was reported the patient passed away under palliative care due to unknown circumstances. No information has been provided to abbott that indicated the device was related to the patient death. Further information regarding the event details was requested, but not yet received.

Event description:
During a follow-up, loss of capture due to fusion pacing was observed on the device. Additionally, an episode of non-sustained ventricular tachycardia was observed following back up pacing that was delivered as a result of the loss of capture. At a later date, it was reported the patient passed away under palliative care due to unknown circumstances. No information has been provided to abbott that indicated the device was related to the patient death. Further information regarding the event details was requested, but not yet received.